Event description:
The patient was injected in the nasolabial folds, marionette lines, and mental crease. The patient allegedly developed moderate and severe swelling on her entire face. The patient was treated with a shot of benadryl and prednisone.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.